Event description:
Customer's spouse called to report that the customer was admitted to the hospital for low blood glucose. The spouse stated that the back door of the pump was opened and that the customer may have injected self with more insulin. The device gave several alarms prior to the incident however the customer was not sure what alarms the customer was getting. Customer declined to perform any troubleshooting at this time.